Event description:
It was reported that since implant the patient had recharging issues. The stimulator charge level was not linear. It did not deplete like gas tank, jumped from ¾ to almost empty and it seemed like they had to recharge it every time when she used it. In order to recharge they had to lie in bed propped with a little pillow so the stimulator and recharger mesh seemed to take an hour and hours uncomfortable positioning. Since implant the stimulator battery depletion was unpredictable. The stimulator turned itself off inside her body when they got too low, rather than discharging it stopped at a certain point, the patient had no way of knowing when it would run out of charge. It was noted that the device did not go along at a regular pace, they had not used it all the time, they had used it for 4-5 days then turn it off and go back for another programming session. The recharging was a problem because they were underweight and because her medications made her ill and because of the lack of colon she had limited dial so they had to lie in bed propped with a little pillow so the recharger and stimulator mesh. It always seemed to take hours and hours at uncomfortable positions. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, product type: recharger. Product ID neu_ptm_prog, product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).